Event description:
It was reported that during the procedure of m1 segment of right middle cerebral artery (mca), the physician used the subject guidewire with a microcatheter to deliver the distal access catheter into the vessel, and the patient's access was not tortuous. After the subject guidewire reached the m1 segment of the mca, it twisted slightly. Upon fluoroscopic observation, a slight crease/kink was found on the guidewire, so the guidewire was withdrawn for observation, and a fracture mark was discovered from the middle to proximal end of the guidewire. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure of m1 segment of right middle cerebral artery (mca), the physician used the subject guidewire with a microcatheter to deliver the distal access catheter into the vessel, and the patient's access was not tortuous. After the subject guidewire reached the m1 segment of the mca, it twisted slightly. Upon fluoroscopic observation, a slight crease/kink was found on the guidewire, so the guidewire was withdrawn for observation, and a fracture mark was discovered from the middle to proximal end of the guidewire. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Section d4 expiration date, gitn: updated section h3 device evaluated by mfg.: updated section h4 manufacturing date: updated there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was seen to be kinked at roughly 79cm from the proximal end. The guidewire was found broken in numerous areas 191.6cm, 193.4cm and 193.8cm along the nitinol tubing. The core wire was observed through the distal tip dome. Functional inspection was not performed as the guidewire was broken/fractured was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported damage guidewire broken/fractured during use and guidewire kinked/bent was confirmed. The device failed to meet specifications when returned for analysis. It was reported that after the guidewire reached the m1 segment of the middle cerebral artery (mca), it twisted slightly. Fluoroscopic observation revealed a slight crease or kink on the guidewire, prompting the operator to withdraw the device. Upon withdrawal, the guidewire was found to be fractured. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis and was found to be kinked at roughly 79cm from the proximal end. The guidewire was found broken in numerous areas 191.6cm, 193.4cm and 193.8cm along the nitinol tubing. It is probable that angulation within the mca region, contributed to the initial resistance encountered (evidently provided in the event details that the guidewire twisted after reaching the m1 segment). In an attempt to advance the guidewire past this resistance, the device may have been subjected to additional torquing. The combination of challenging anatomy and repeated torquing to overcome resistance may have resulted in stress accumulation to the device, ultimately leading to the observed kink and fracture on the guidewire. It is probable that there may have been anatomical and/or procedural factors present during the clinical procedure that may have caused the reported guidewire fracture. An assignable cause of procedural factors will be assigned to the as reported damage of as well as analyzed damage of guidewire broken/fractured during use and guidewire kinked/bent, as the issue is associated with a product that meets company¿s design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.